Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: visibility/ palpability: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Rupture: not observe. Inflammation/ irritation: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. As per the investigation procedure crease deformation particles voids was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported device rupture, a moderate amount of periprosthetic fluid, double periprosthetic capsule and silicone effusion in the mammary prosthesis diagnosed via MRI. The patient has reported breast pain and "indurated." The device has been explanted with a capsulectomy and replaced with another manufacturers device. The excised capsule was sent for histopathological analysis which showed no evidence of neoplasia.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 8/6/2024.

Event description:
Healthcare professional reported device rupture, a moderate amount of periprosthetic fluid, double periprosthetic capsule and silicone effusion in the mammary prosthesis diagnosed via MRI. The patient has reported breast pain and "indurated." The device has been explanted with a capsulectomy and replaced with another manufacturers device. The excised capsule was sent for histopathological analysis which showed no evidence of neoplasia.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Double capsule-breast: unable to observe, since it is not related to the device. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Seroma-late-breast: unable to observe, since it is not related to the device. Breast pain-breast: unable to observe, since it is not related to the device. Visibility/palpability-breast: unable to observe, since it is not related to the device. Inflammation/irritation-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, device rupture. A moderate amount of periprosthetic fluid, double periprosthetic capsule. And silicone effusion in the mammary prosthesis. Diagnosed via MRI. The patient has reported, breast pain and "indurated". The device has been explanted and replaced with another manufacturer's brand. This record relates to the right side. Anatomopathology analysis found no evidence of neoplasia and findings that suggest capsulitis.

Event description:
Healthcare professional reported device rupture, a moderate amount of periprosthetic fluid, double periprosthetic capsule and silicone effusion in the mammary prosthesis diagnosed via MRI. The patient has reported breast pain and "indurated." The device has been explanted and replaced with another manufacturer's brand. This record relates to the right side. Anatomopathology analysis found no evidence of neoplasia and findings that suggest capsulitis.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photos of the device have been received; evaluation yet to be completed. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "silicone effusion in the mammary prosthesis (rupture)¿and ¿prosthesis is partially collapsed, providing, in its posterior aspect, linear images with a continuity solution of its fibers, as well as images of oil salad in the prosthetic content, which could indicate an intracapsular rupture¿; "right prosthesis has a moderate amount of periprosthetic fluid"